Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, button 1 of a 6/7f mynx control vascular closure device (vcd) could not be pressed during the procedure. Therefore, the product wasn¿t available, and manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. The mynx control vessel closure unit was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used in a percutaneous transluminal coronary angioplasty (ptca). The procedure used a retrograde approach. A 6f non-cordis sheath was used. The button was not able to be pressed down. There was no damage noted to the button. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. There were no kinks in the sheath or device after removal. Other procedural details were requested but were not provided. One non-sterile 6/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was partially depressed and button 2 was not depressed. The stopcock was found open, with no syringe returned for this evaluation. The sealant was partially deployed, due to partial depression of button one, but remained mounted on the unit¿s delivery shaft. Regarding the sealant sleeves, no abnormal conditions were observed. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A simulated deployment test was conducted to evaluate functionality. Button 1 was fully depressed and operated as intended. The unit functioned correctly, deploying the sealant and retracting the balloon as expected when button 1 and button 2 were actuated. The reported event of ¿button #1 frozen/locked¿ was not observed through analysis of the returned device. The functional analysis was completed successfully, with full depression if the partially depressed button, and plug deployment. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button 1 of a 6/7f mynx control vascular closure device (vcd) could not pressed during the procedure. Therefore, the product wasn¿t available, and manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. The mynx control vessel closure unit was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used in a percutaneous transluminal coronary angioplasty (ptca). The procedure used a retrograde approach. A 6f non-cordis sheath was used. The button was not able to be pressed down. There was no damage noted to the button. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. There were no kinks in the sheath or device after removal. Other procedural details were requested but were not provided. The device will be returned for analysis.